Event description:
It was reported that the patient presented to the clinic following a right ventricular (rv) lead autopolarity switch that occurred on (B)(6) 202,6 due to high pacing impedance. Upon device interrogation, the rv lead demonstrated loss of capture, and high pacing impedance persisted despite manual reprogramming from unipolar to bipolar configuration. Lead noise was observed in both unipolar and bipolar configurations during arm movement. Programming changes were made at the physician's recommendation. Further evaluation revealed that the atrial lead demonstrated loss of capture. As a result, the rv and atrial leads were explanted. The patient was reported to be stable throughout the intervention.